Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a radial tear in the capsulotomy during the operating room portion of laser assisted cataract surgery. The surgeon does not blame the laser system but did not understand why the tear occurred. He was able to place the intraocular lens in the bag and felt the patient would be fine postoperatively. No additional information is available for this event.